Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. From the picture attached of 5-16037 et tube, sher-I-bronch, ls, 37 fr, it was confirmed the defect reported by the customer of "broken/cracked - double swivel connector". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during one our vats cases today, the dlt connector broke off when we were connecting the circuit after positioning the patient". No patient injury or harm reported. Patient condition reported as "fine".